Event description:
It was reported that during the implant procedure for this right ventricular lead it could not be implanted due to difficulty with helix extension, it was also noted that it appeared that the coil was bent and preventing the helix from freely moving. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the implant procedure for this right ventricular lead it could not be implanted due to difficulty with helix extension, it was also noted that it appeared that the coil was bent and preventing the helix from freely moving. This lead was successfully replaced. No additional adverse patient effects were reported.